Event description:
An attempt to advance a coronary stent with delivery system through a calcified acute turn at the target lesion site in the pt's left anterior descending (lad) artery was unsuccessful. In an unsuccessful attempt to advance the sds further, the sheath was retracted prior to crossing the target lesion. Subsequently, the stent became dislodged from the balloon catheter and embolized within the lad. There were no attempts made to retrieve the embolized stent. There were no add'l complications reported relative to the device.